Manufacturer narrative:
Based on the limited info, we are unable to determine the root cause of the alleged substance covering the product. In the event that add'l info is obtained, a follow up report will be submitted. .

Event description:
The customer reported the following: one opened and one unopened mr syringe kit (ssqk 65/115vs) was covered in a white fluffy substance.